Event description:
It was reported that the defibrillator "keeps coming up with a cross (ready-for-use indicator negative) randomly - device error detected on power on.¿ there was reportedly no patient involvement.

Event description:
It was reported that the defibrillator "keeps coming up with a cross (ready-for-use indicator negative) randomly device error detected on power on.¿ further information was provided that the ECG (electrocardiogram) cable is faulty. There was reportedly no patient involvement.